Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the blood glucose ran high. The blood glucose reading was 440 mg/dl. She reported that the infusion sets had been changed four to fives times per day and that the cannulas kept bending upon insertion. She was advised on better insertion areas with more fatty tissue as the customer had been using the hip area. The caller decided to hang up and contact a health care professional regarding the high blood glucose. The insulin pump was not replaced or returned for analysis.